Manufacturer narrative:
(B)(4). Batch # p91m3f. The analysis results found that the el5ml device was received with no damage in the external components and 1 malformed clip inside a plastic bag. In addition, the tyvek was returned for analysis. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product was opened and presented to the sterile field whereby the sterile technician noted that there was already a clip advanced into the jaws of the device. The surgeon closed the handle to form the clip to allow the device to pass down the 5mm trocar. He fired the device a total of five times. Four clips formed properly, and upon the fifth firing he noticed that the device was locked out. There should have been twenty clips in the device and he only got five. Another like device was used to complete the procedure. There were no adverse consequences for the patient.